Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of a tibial plate due to plate breakage and a non-union on the shaft of the tibia. It was revised to a locking compression plate (lcp) metaphyseal plate 11 hole. It is unknown if there was a surgical delay. The procedure was completed successfully. The patient status was unknown. Concomitant device reported: unknown cortex screw (part # unknown, lot # unknown, quantity 7), unknown locking screw (part # unknown, lot # unknown, quantity 1), unknown va locking screw (part # unknown, lot # unknown, quantity 5), unknown metaphyseal screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.7/ 3.5mm va-lcp medial distal tibia plate/ 10 holes/ left. This is report 1 of 1 for (B)(4).